Manufacturer narrative:
One d97120f5 catheter with monoject limited volume syringe was returned for evaluation. The reported issue of unable to pace was confirmed. Continuity testing found a short condition occurred between the proximal and distal circuits in the y-adaptor. There was no open or short condition observed in the leadwires between distal side of y-adaptor and the electrodes. There was no visible damage observed from catheter body, balloon, and windings. The balloon inflated clear and concentric and remained inflated for five minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Pacing difficulty during use was confirmed through the product evaluation. As part of the manufacturing process, 100 percent of the units go through an electrical continuity inspection process. Based on the available information, the complaint for pacing issue is potentially related to manufacturing defect, however, based on the investigation and the information available, a root cause could not be determined. A product risk assessment (pra) was generated for the short condition at the y-adaptor between proximal and distal lead wires for the bipolar pacing catheters. A device history record review was unable to be completed as the lot number is unknown. The lot number for this device was not provided and is unknown, therefore, the full UDI number is not available. The primary device identifier (di) number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed, as well as the device history record review results.

Event description:
It was reported that during use of this swan-ganz bipolar pacing catheter, it was unable to pace. After connecting the distal and proximal electrode cables, pacing was attempted but it did not work. The customer readjusted the catheter position, but the problem persisted. The problem was solved after replacing the catheter. Patient demographic was requested but unavailable. There were no patient complications reported.